Event description:
Event was created by a journal article which was rec'd on december 10, 2008. Article citation: stamler, s., katzen, b.t., tsoukas, a.I., baum, s.z., and diehm nicholas. (2008) clinical experience with the use of bivalirudin in a large population undergoing endovascular abdominal aortic aneurysm repair. Journal of vascular and interventional radiology, 20(1): 17-21. This journal article reviewed the effectiveness of the anticoagulant drug bivalirudin as an alternative to heparin. According to the journal article, there were 740 consecutive pts who underwent elective evar for infrarenal aaa at a single center between 1994 and 2006. Of these pts, 193 were implanted with an ancure/evt endograft. Complications observed include: thrombosis, heparin-induced thrombocytopenia, bleeding (intracranial and retroperitoneal), hematoma, transfusion, deployment issues, extended hosp stay and other unspecified complications.

Manufacturer narrative:
Attempts to identify pts and/or model-serial numbers were unsuccessful.